Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. Additional type of investigation codes that were unable to be added in h6: labeling review. Analysis of images. The complaint for valve interacts with conduction system was confirmed with objective evidence via information provided by imaging evaluation. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required imaging confirmed unsustained premature ventricular contractions (pvcs), however could not distinguish if the evoque system or guidewire caused the conduction disturbance. Event may have potentially been influenced by patient health factors; however, a definite root cause is unable to be determined. Heart block and other conduction disturbances are common in patients with underlying cardiovascular disease and can be exacerbated or aggravated with standard intra-operative medications or anesthesia. The patient experienced premature ventricle contraction (pvc) / extrasystoles after index procedure for 48 hours. The patient was asymptomatic during the extrasystoles, and had a potassium perfusor and an event recorder was implanted. Other mechanisms for conduction abnormalities could be related to coronary obstruction due to air embolism, coronary spasm and/or local edema affecting the av node. Conduction disturbances have also been documented during transcatheter cardiac procedures as a result of direct interaction with cardiac anatomy, especially in patients with underlying conduction abnormalities. Other potential causes include trauma by a guidewire or delivery system. Additionally, cardiac conduction system complications are known risks with tricuspid valve interventions due to the proximity of the atrioventricular node (av node) to the septal leaflet of the tricuspid valve. These conduction disturbances can lead to post-operative heart block requiring pacemaker implantation. The device history record review was completed, and this device passed all manufacturing and sterilization inspections.

Event description:
As reported by the edwards lifesciences affiliate in switzerland, a patient received an evoque valve in tricuspid position where, post procedure, the patient was asymptomatic and experienced premature ventricle contraction (pvc) / extrasystoles for 48 hours. They then had a potassium perfusor and an event recorder was implanted. It was reported there is suspected interaction of the caudal part of the valve with the papillary muscle.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.